Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Described situation may lead to stop of ventilation. Based on technician statement, inspection of the device was carried out and replacement of air gas module was found to be necessary as there was water in the internal circuit with filter residues. The reported issue has been confirmed during evaluation of the provided problem description. Service report and the device's log files were not attached and no parts have been returned for further analysis. Therefore, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).